Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left coronary artery. A 4.00 x 24mm synergy drug eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent dislodged from the balloon and remained in the left main artery. A smaller balloon and a second stent was used to bring the dislodged stent back onto the guide catheter. The dislodged stent was retrieved and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.